Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of sticky could not be established. The cause of damage ccd unit causing unobtainable resolving power was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited sticky protector of universal cord on scope connector and control section side and a sticky universal cord. Additionally, the specified resolving power is not obtained due to a damaged charge-coupled device (ccd) unit. There was no patient involvement.